Event description:
It was initially reported that the patient never experienced therapeutic effect since the implant of her replacement neurostimulator. There was a concern on the part of the patient that the device was not programmed to the same setting as her previous device which provided a significant help ("a world of difference"). The patient visited her physician and was told that her settings "did not hold" after the replacement surgery. A recent x-ray and ultrasound showed that her stomach was not emptying. An upper endoscopic procedure showed normal results. The patient was currently on prednisone (dosage not noted). The patient had a follow-up appointment with her physician. Follow up information received from the healthcare professional indicated that it was unknown if the event was related to the neurostimulator. An endoscopy procedure performed in (B)(6) 2011 showed a normal esophagus with no evidence of the leads penetrating into the stomach lumen. Reprogramming was performed both on (B)(6) 2011 (amperage was increased, cycling on for 1 sec and off for 4 sec) with no improvement seen. The patient outcome was reported as serious injury/on-going. If additional information becomes available, a follow-up report will be sent.

Event description:
Follow up information obtained clarified that the healthcare professional was not sure if the lead was disconnected as they had not observed this themselves. It was noted that the patient was also being seen by another physician (name not provided). If additional information is received, a follow-up report will be sent.

Event description:
Additional information stated that the previous removal of the patient's 'right colon' referred to having '75% of her colon' removed.' The patient reported that during the colon removal procedure in late 2011, she was told that of her two leads one was 'not attached' as previously reported and that the other was 'severely corroded.' It was further reported that these leads were replaced on (B)(6) 2012. The patient reported that following the procedure she experienced a 'parasitic invasion due to a feeding tube.' The patient further reported that she experienced 'bloody vomiting' and that once she 'began vomiting she could not stop.' The patient also noted that she experienced 'extreme weight loss' and that 'parasites ate her alive.' It was additionally reported that 'the patient had not been hospitalized or had any therapy issue since (B)(6) 2013' and that 'the patient's device was programmed appropriately and in good working order.'

Event description:
Additional information received reported the patient became ill, experienced weight loss and vomiting and had surgery to have her right colon removed. During the surgery, it was discovered that one of the patient's leads had become disconnected. The patient's stimulation was currently off and the patient was admitted to the hospital.

Event description:
Follow-up information received reported that the patient has not been seen by the healthcare professional since the (B)(6) 2011 visit and that the patient had cancelled and/or not shown up for follow up appointments that were scheduled on (B)(6) 2011. The patient outcome was reported as serious injury on-going. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2003, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information received from the patient reported that the manufacturing representative was present at all of her surgeries and aware of the issues. The patient reportedly had permanent injuries and had to have j and g tubes placed as a result of botched implantable neurostimulator (ins) replacements. Prior to the surgery the patient asked to be set at the same settings as her previous ins. She came home after surgery and was sick as a dog. It turned out that the doctor put her settings at the nominal settings and not her previous settings. She was so sick at that point 3/4 of her large intestine had to be removed. The patient had issues ever since the ins replacement was screwed up. It had been a slow healing process over the past 4 years. The patient just had a new j and g tube placed in (B)(6) 2015. She will have these the rest of her life. It was noted that the patient had a history of a double organ transplant (pancreas and kidneys). The patient also noted that in the (B)(6) 2014 she went to the ER and was given pain medication. She started vomiting 4 days later and was hospitalized and they performed surgery. A bowel obstruction was found. It was missed previously because the doctor thought it was just the anatomy of her colon due to her extensive medical history. The patient was implanted for gastric stimulation.

Manufacturer narrative:
Lead model 435135, serial# (B)(4), implanted: (B)(6) 2003, explanted: na; lead model 435135, serial# (B)(4), implanted: (B)(6) 2003, explanted: na.